Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with new device as of the date of this report (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.